Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with excessive no delivery alarms. The customer's blood glucose level at the time of incident was 430mg/dl. The customer treated the high with manual injection. Troubleshoot was conducted, and the pump was able to successfully conduct manual prime. The customer was advised the pump was functioning as designed. No further assistance needed at this time.